Event description:
It was reported that the device stopped working. The sensor was inserted into an off-label insertion site, on (B)(6) 2026. Data was provided for investigation. Confirmation of the complaint was confirmed via data. However, signal loss over an hour was found in connection to the allegation. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).